Event description:
An orderly rec'd a needle stick injury from a 5.1 l point of use. The needle pierced the base part of the unit on a defined ridge area which appears to a fill line. The needle pierced the container on a corner curve.